Manufacturer narrative:
The device history record for model 2420-0007 lot 19123083 shows the set was manufactured on 12dec2019 with a total of 23,043 units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. A CAPA was opened to implement the containment and corrective actions of the issue.

Event description:
It was reported that the tubing separated below the lower fitment during priming with an unspecified fluid. There was no patient involvement. A photo of the product was provided by the customer.

Event description:
It was reported that the tubing separated below the lower fitment during priming with an unspecified fluid. There was no patient involvement. A photo of the product was provided by the customer.

Manufacturer narrative:
The customer¿s report that the separated below the lower fitment was confirmed upon visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A gap was also observed, indicating that the expected tubing was not fully inserted. Functional testing was not performed as the customer's report was confirmed upon visual inspection. A dimensional analysis was performed and the tubing was measured and found to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing separated below the lower fitment during priming with an unspecified fluid. There was no patient involvement. A photo of the product was provided by the customer.